Event description:
It was reported that pump displayed malfunction alarm with code that could not be fully confirmed, and no additional details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump prior to reported event date, planned to return device for evaluation, and received replacement pump from distributor while investigation into returned device was pending.

Manufacturer narrative:
Please disregard this event as the issue reported by mistake.